Event description:
It was reported that when the patient was having an endoscopy procedure, it was noted on the monitor the patient experienced several non captured beats. It was also reported, the patient experienced a similar episode a few months ago and presented to the emergency room complaining of dizziness, felt weak and had 2.5 second pauses with 3 noncaptured v paced beats. The patient was also found to have a rise in thresholds and failure to capture on the right ventricular (rv) lead. The threshold was reprogrammed and the patient was no longer symptomatic. During this most recent episode, the patient was evaluated to determine if the rv lead was dislodged or the patient had exit block. It was determined that the rv lead failed and the patient had a complete heart block. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.